Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. A manufacturing record evaluation was performed for the finished device lot number (7l95902), and no non-conformance was identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
This is report 4 of 4 for (B)(4). It was reported by the customer in (B)(6) that during a knee procedure on an unknown date, it was observed that the implant on the truespan 24 degree peek device did not deploy when the trigger was pulled. This happened four times of the same device but different lot numbers. Another like device was used to complete the procedure with a delay of eight minutes. There were no adverse patient consequences reported. No additional information was provided. This complaint involves four (4) devices.